Manufacturer narrative:
According to the facility on 08/01/2024 "the surgeon was putting the raytec down the trocar into the abdomen" when the sponge ripped and needed to be removed from inside the patient. Per the facility "the raytec was retrieved from the abdomen in 2 pieces and all accounted for". Per the facility the piece was removed "with the robotic arms through the trocar". Per the facility the user is doing "great," and there was no report of serious injury related to the reported incident. The sample is not available for evaluation. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 08/01/2024 "the surgeon was putting the raytec down the trocar into the abdomen" when the sponge ripped and needed to be removed from inside the patient.